Manufacturer narrative:
After investigation, it was discovered that the user did not understand the technology in the shoes. She did not read the informational placard or watch the videos emailed to her after purchase. She acknowledged receiving both but not paying attention to them. Multiple meetings of cadense management took place to discuss options to better educate customers. The corrective action is still to be determined.

Event description:
Customer was wearing cadense original shoes while working as a cleaning person at panera bread. The ground was wet concrete, sloping downward slightly. She slipped and fell to the ground, which led to a broken ankle. She called an ambulance to help her off the ground and ultimately got surgery on her ankle.